Event description:
According to the reporter, during a laparoscopic transabdominal preperitoneal (tapp) inguinal herniorrhaphy, after using two tackers to secure the mesh to the pubic bone, the remaining tacks were not strong enough to penetrate any human tissue, making it impossible to secure the mesh to any structure. It was necessary to wait for a new tacker to be dispensed by the hospital pharmacy before continuing with the patient's surgical procedure. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic transabdominal preperitoneal (tapp) inguinal herniorrhaphy, after using two tackers to secure the mesh to the pubic bone, the remaining tacks were not strong enough to penetrate any human tissue, making it impossible to secure the mesh to any structure. It was necessary to wait for a new tacker to be dispensed by the hospital pharmacy before continuing with the patient's surgical procedure. The incision was extended due to the product problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.